Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Block h11: an axios stent with electrocautery-enhanced delivery system was received for analysis. Upon visual inspection, the device was noted to be partially deployed, with the distal tip positioned at the flange-to-saddle transition. The outer sheath was observed to be kinked. X-ray evaluation identified a catheter kink at the luer, which is considered likely to have occurred during shipping. The proximal end of the stent was visualized positioned over the ro marker. Dimensional measurements were performed to assess device retraction. The outer sheath was found to be retracted approximately 2.5 cm, which was less than described in the complaint. The slider was measured at approximately 3.2 cm of retraction, indicating a discrepancy between sheath and slider positions. A functional inspection was subsequently conducted. After straightening the catheter kink, the proximal flange of the stent was deployed without resistance. The stent expanded immediately upon deployment, and no functional abnormalities were identified during testing. With all available information, boston scientific corporation concludes that the reported events of stent partially deployed and delivery system retraction problem were confirmed. The device was returned partially deployed, with the distal tip positioned at the flange/saddle transition. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed event of outer sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device or the technique used by the physician (force applied). A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed issue is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage after a fail endoscopic retrograde cholangiopancreatography (ercp) during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, while attempting to release the first flange, the physician encountered significant resistance when retracting the stent deployment hub to the halfway mark indicated on the handle, and the flange failed to expand. Only 3mm of the distal flange could be observed. The procedure was completed by replacing and using a biliary metal stent through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6) ; reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage after a fail endoscopic retrograde cholangiopancreatography (ercp) during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, while attempting to release the first flange, the physician encountered significant resistance when retracting the stent deployment hub to the halfway mark indicated on the handle, and the flange failed to expand. Only 3mm of the distal flange could be observed. The procedure was completed by replacing and using a biliary metal stent through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage after a fail endoscopic retrograde cholangiopancreatography (ercp) during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, while attempting to release the first flange, the physician encountered significant resistance when retracting the stent deployment hub to the halfway mark indicated on the handle, and the flange failed to expand. Only 3mm of the distal flange could be observed. The procedure was completed by replacing and using a biliary metal stent through the initial puncture site. There were no patient complications reported as a result of this event.